Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device has no power. Therefore, the reported condition was confirmed. It was further reported that the electric control unit was not working properly, the electronic motor was making a grinding noise, and the bearings and seals were worn. The assignable root cause was determined to be due to wear on electronic and mechanical components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the small battery drive device was not working. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.